Event description:
It was reported the pt felt no stimulation sensation. The pt stated that the stimulator was working fine and then it shut off. Additional information has been requested from the hcp, but was not available as of the date of this report.